Event description:
It was reported that the patient was hospitalized on (B)(6), 2008 with post-operative meningitis and a concomitant urinary tract infection. Intravenous antibiotic therapy was initiated and administered over several weeks. The patient recovered from the infection on (B)(6) 2008, without any sequelae. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), product type extension product ID 748251, serial# (B)(4), product type extension product ID 3389-28, lot# b0846210k, product type lead, product ID 3389-28, lot# b0846209k, product type lead. (B)(4).